Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt noted a leak in the tubing of their transfer set proximal to the main body. After contacting baxter's technical service center for assistance in ending therapy early, the home pt started a new therapy session with the same setup, i.e. Reuse of disposable products. The home pt presented to the clinic with the leaking transfer set at which time it was replaced. Their transfer set was approximately 6 months old. A cell count was taken and the home pt was diagnosed with peritonitis. The home pt was treated with fortaz 1g, intraperitoneally (ip), once daily for 3 days and ancef 1g, ip once daily for 14 days. The nurse stated that the origin of the peritonitis was the hole in the transfer set. The home pt's nurse reported that the pt has not recovered from the peritonitis as their cell count is still elevated.